Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6), the patient underwent a procedure to excise the excess skin. During the same procedure, the abutment was removed and the site was sutured closed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to have an internal magnet placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.